Manufacturer narrative:
Conclusion - the instructions for use clearly states that although packing or wadding sometimes is medically necessary, surgicel hemostat should not be used on or near a bony or neural space and left inside the patient.

Event description:
It was reported that the patient underwent a lumbar laminectomy in 2003 and surgicel was utilized in the course of that procedure. Shortly after the surgery, the patient began to experience severe pain and weakness in her legs. She then underwent a nerve block, a second operation and rehab program, but the symptoms did not resolve. She was unable to walk without falling. She sought care from another surgeon, who re-explored the post-operative site and divided the fascia just off the midline bilaterally to expose the l3, l4, and s1 segments. The paravertebral musculature was dissected. There was an area of dense scar tissue with resolving hematoma. There appeared to be some hemostatic material surrounding the s1 and l5 nerve roots on the left, but disintegrated. All was removed and irrigated. Direct stimulation of the s1 nerve root demonstrated relatively low potentials. Virtually none of the left l5 nerve root. There was no evidence of dural rent or csf leak. A hemilaminectomy of left l3 was accomplished in order to assure nerve root decompression of the l4 root. The patient continues to suffer from pain and paralysis in her lower extremities. This is believed to be permanent.